Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown drug via an im plantable infusion pump. The indication for use was noted as non-malignant pain and post-laminectomy pain. It was reported the reason the patient exited the study was the hcp was unable to obtain cerebrospinal fluid (csf) via side port during aspiration on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the site was trying to get cerebrospinal fluid (csf) for a diagnostic study. The site confirmed no adverse event was needed. It was noted it was not related to device/therapy or procedure. The patient's weight was (B)(6) kg. No further complications were reported/anticipated.